Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising and pacing capture threshold in the rv. Rv maximum capture thresholds rise from 1.125 volts on (B)(4) 2013 to 2.5 volts on (B)(4) 2015. Rv average pacing impedance rising trend from 548 ohms on (B)(4) 2013 to 915 ohms on (B)(4) 2015.

Event description:
It was reported that the rv lead threshold and impedance both increased. The lead was programmed to unipolar and remains in use. No patient complications have been reported as a result of this event.